Manufacturer narrative:
Age or date of birth: exact patient age is unknown; however, the patient was reported to be over 18 years old. Manufacture date: per sap, device manufacture date of upn (B)(4) and lot number 23162356 is january 15, 2019. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a hydrothermal ablation procedure in the uterus was performed on (B)(6) 2019. The patient was under general anesthesia. According to the complainant, four minutes during ablation phase, the machine shut off and fluid loss alarm was received. A small internal vaginal burn was noticed on the patient and silvadene cream was applied over to treat the burned area. The procedure was aborted. An additional attempt has been made to obtain follow up event details with no response from the clinician.